Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux en y. According to the reporter: after firing there were very small black flakes, each in a square shape, in the patient. Flakes were removed with a grasper. Although most flakes were removed, some flakes may have been left in the patient. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.